Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 100-110mg/dl - fasting. Strip expiration date is 04/30/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed and results are 95mg/dl and 95mg/dl - nonfasting. Reviewed meter memory (date / time not correct): 77mg/dl (B)(6) 2015 09:00:00 pm fasting:no; 88mg/dl (B)(6) 2015 09:50:00 pm fasting:no; 103mg/dl (B)(6) 2015 01:16:00 pm fasting:yes; 86mg/dl (B)(6) 2015 01:59:00 pm fasting:no; 94mg/dl (B)(6) 2015 01:12:00 pm fasting:yes. Customers concern: 77mg/dl.